Manufacturer narrative:
Date of event updated to a more approximate event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that it is the ins battery that is depleting too quickly. They charge it 100% but by the morning the ins is off because it has depleted all the way. The patient has not been programmed or switched new groups lately and have not increased parameters. Caller says they get 8 coupling bars when they recharge and currently the ins is at 75% and stim is on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the cause for the ins draining too fast was high settings. The patient indicated they had contacted the manufacturer's representative (rep) and the neurologist to see how fast the battery should last based on settings and the resolution of the issue was in progress. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual. It was reported that patient was having issues with recharging, further stating it was an issue when they plugged the ins recharger (insr) into the wall, but patient stated that they would charge the ins and two days later, the ins would be charged at almost nothing. The rep was not sure if it was an issue with charging from the wall or charging the implant, so it was reviewed that patient would try to call patient to clarify. The rep believed that the insr had malfunctioned. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.